Event description:
An optometrist reported pt with extreme light sensitivity at one month (photorefractive keratectomy (prk) post-operative visit. A visit pt complaint of "extreme light sensitivity, wears sunglasses on cloudy days and has to double up sunglasses on sunny days." Additional info from reported indicated pt's topical steroid dosage was increased and the reported issue resolved after one week. This report references the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).